Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the compact air drive device was blocked, seized and rough running. It was further determined that the handpiece was in bad shape, motor was running rough and the softmode switch was sluggish. During repair, it was determined that the device failed the following assessments: check function of soft mode switch, check for untrue running, check for excessive noise, check for power with test bench and the check starting behavior test. It was noted on the service order that the device produced abnormal vibration sounds. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.